Event description:
Put in pelvis to repair broken graft site bone. Screws/wire were used very low in pelvic stress area. Rptr had infection 3 days prior in the same area where break was, used new soft tissue, no plate used. Proosteon ate insides, was popping out of skin, caused infection etc. Rptr now has osteoporosis of 70 to 80 year old woman from this and need help from company.